Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. Performance data collected from the device indicates a patient alert for low battery voltage occurred on (B)(6) 2010. It also showed that a power on reset (por) occurred on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that patient was undergoing radiation therapy for cancer. It was further reported that the device had an electrical reset that wiped out the eri trip date. The device was replaced. No patient complications have been reported as a result of this event.